Manufacturer narrative:
Additional information: b5, e3, g2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stating the device was used; however, the procedure was carried out using a different instrument. Pre-op diagnosis of patient was lumbar disc herniation, procedure performed was micro endoscopic discectomy. No further complications reported.

Event description:
Information was received from user facility via a manufacturer representative regarding a device used for spinal therapy. It was rep orted that, the light color is not white but rather has a brownish tint/hint. There was no patient involvement reported. No further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis of part # 9560100 ; lot # 781659. During the incoming inspection, the requested symptom "light color is not white but rather has a brownish tint/hint" was observed. In addition, a malfunction of the coupler was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.